Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a low blood glucose of 64 mg/dl. Prior to the event, the customer experienced low blood glucose levels, and fell. The customer stated that she was sick from other issues that are not related to diabetes. The customer had not eaten, and her blood glucose levels went low. The customer declined troubleshooting. She stated that it was already checked at the hospital, and it was found to be working properly. Nothing further was reported.